Event description:
Customer originally called in regarding high blood sugars and excessive no delivery alarms. During the troubleshooting, the customer mentioned that last week after treating hyperglycemia his blood sugars went low and he was treated by the paramedics. Explained that this alarm is often caused by a site issue. Recommended changing the infusion set.